Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress appears very likely. However, to determine an exact root cause device investigation would be necessary. Re-implantation might be considered after further technical checks.

Event description:
The user has experienced a sudden hearing loss with his device. The user's parents reported that he was playing with other children but was not hit by anyone. Still, a trauma is suspected. Re-implantation is considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has experienced a sudden hearing loss with his device. The user's parents reported that he was playing with other children at a party but was not hit by anyone. Still, a trauma is suspected. If these measurements are negative, re-implantation is being considered.